Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 16nov2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 28/feb/2018 and inspection of the unit was performed on 02/mar/2018 where the quality control inspector found the following: insertion tube gauge/dig at stage 1. Insertion tube root brace cut. Distal cap - fixed type failed seal integrity inspection. Primary operation channel excess glue at distal end. Air/ water socket worn thread. Failed dry leak test. Failed wet leak test. Residue on elevator body. Primary operation channel resistance. Insertion tube root brace disconnected at control body grip. Umbilical cable single buckled under pve root brace. Bending rubber pinhole. Rubber trim collar nut separate from rubber. Customer complaint confirmed. Fluid invasion not observed in pve connector. Suction tube mild resistance. Bending rubber leak at middle section. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 12/apr/2018. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case attaching screw, segment assy attaching screw, rubber trim collar, rl pulley assy, ud pulley assy, suction channel lg, air/water socket, insertion flexible tube, root brace rubber, deflector body link, o-ring(0.5x1.3), distal case/cap, deflector staycoil, eog valve assy, body cover grip.